Manufacturer narrative:
The customer did not allege a malfunction with the unit and was, therefore, not evaluated. Chg hospital beds, inc. Was acquired by stryker on jan. 2, 2015.  This medwatch is being submitted late because it was identified during the  integration and remediation activities initiated by stryker medical in conjunction with this acquisition.   No malfunction was alleged by the customer.

Event description:
It was reported that the patient slid off the edge of the bed on the mattress and was found on the floor with an alleged head injury which required sutures.